Event description:
Customer reported a calibration error on her insulin pump. She also stated she was eating without bolusing, causing her blood glucose to fluctuate. The customer stated her blood glucose was over 600 mg/dl at night. After bolusing a little bit less than the recommended amount, the customer stated she woke up with a blood glucose of 48 mg/dl. The customer stated it was her error that her blood glucose was fluctuating. Customer declined to troubleshoot for the insulin pump. She reported a failed sensor. Customer also stated she was a brittle diabetic and has severe fluctuating blood glucose. Customer was also advised that inaccurate readings can attribute to sensor issues. Customer's blood glucose was 156 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.